Event description:
It was reported that the motor is not running. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Date of event, UDI, operator of device and PMA/501 k are unknown. No information has been provided to date.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated h10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection of the device found that the top and bottom cases were in excellent condition. No visible contamination was seen. There was evidence of the error found in the event history log. The customer reported problem was duplicated during occlusion test. The investigation found that the cause of the reported problem was due to multiple components that were worn. For corrective action the worm coupling, worm gear, motor mount and motor were all replaced. The root cause of the reported problem was traced to normal wear consistent with use. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review is not required. Service review identified that this device was last serviced for an unrelated issue - contaminated device., corrected data: correction: d4: model number: 3500